Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed low battery prematurely. The customer did not know the blood glucose reading. The customer stated that, during the last 2 battery changes, the insulin pump would make her reset all of her settings and rewind. She stated that the device would make her set the time and date, as well as restart the infusion set. She noted that the battery indicator did show less than 2 bars. She reported that the battery did not last 1 week between replacements. The caller was advised that the device be replaced. Nothing further reported.